Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was discarded by the hospital and was therefore not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, two 13mm amplatzer septal occluders (aso) were selected for use. The event happened during the procedure. When a 13mm aso was delivered to and deployed in the left atrial, the left atrial disc of aso deformed into a cobra-head shape. The aso was once pulled back into the delivery sheath (model and lot unknown) and another attempt to deploy was made but the issue persisted. A second 13mm amplatzer septal occluder was deployed, but also had a deformation issue. The user elected to abort the procedure. The patient did not experience any adverse consequences. Another percutaneous closure procedure will be planned in 2019. Patient specific information of patient identifier, age or birth date, gender, and weight are not available for this complaint.